Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up, vegetation was noted on the leads. The source of infection was unknown. There is no known allegation from the health care professional that the infection was related to the device or procedure. The whole system was explanted due to vegetation on leads. The patient was stable post procedure.